Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged pump error 63, failed battery test alarm, replace battery alarm, pump error 68, pump error 49 and pump error 23. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0875 inches. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or unexpected replace battery now alarm noted in the pump trace download. The test battery was removed and reinserted with no failed batter test alarm, time reset, pump error 68, pump error 49 and pump error 23 noted during testing. Please see below for the failed battery test alarm, battery inserted, time reset, pump error 68, pump error 49 and pump error 23 listed on the formatted history file. (B)(6) 2021 15:51:04.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2021 15:52:42.000 alarmalertnotification .faultnumber = failed batt test (58) (B)(6) 2021 15:52:50.000. Alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2021. 15:54:14.000 .alarmalertnotification faultnumber = failed batt test (58) the pump alarmed failed battery listed in the formatted history file due to customer's low battery voltage. (B)(6) 2021 15:54:14.000 batteryinserted (B)(6) 2009 00:00:08.000 timereset oldsystemtime = (B)(6) 2009 00:00:08.000 newsystemtime = (B)(6) 2021 15:54:14.000 (B)(6) 2021 15:54:17.000 alarmalertnotification faultnumber = trace check error (68) (B)(6) 2021 15:54:17.000 alarmalertnotification faultnumber = history pointers bad alert (49) (B)(6) 2021 15:55:05.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) no pup error 63 noted during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. However, pump error 63 was listed in the formatted history file below. Pump error 63 (variable 15) on 12/01/2021 at 15:51:01.000 confirmed in pump trace download, problem isolated to electronic assembly (B)(6) 2021 15:51:01.000 alarmalertnotification faultnumber = hardware error alarm (63) linenumber = 9926. Filenumber = (B)(4). Variableinfo = 15. The pump was monitored for 2 days. No critical pump error (open book image) alarm noted during testing. Successfully utilized crest and thus to download the comlink3 file. Bootloader traces indicate error code 000000045 (main rf test). Critical pump error (open book image) alarm was due to moisture damage on the electronic assembly. The motor and force sensor had moisture damage. Customer returned pump for an alleged critical pump error (open book image) alarm was confirmed. Customer returned pump for an alleged pump error 68, pump error 49 and pump error 23 was not confirmed. Customer returned pump for an alleged pump error 63 was confirmed in the formatted history file. Customer returned pump for an alleged failed battery test alarm was not confirmed. Customer returned pump for an alleged replace battery alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. The customer was reporting open book image. Customer had receive other error alarm prior to open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.